Manufacturer narrative:
The sample is not available for analysis. There are no further measures to be taken relative to this matter. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective / preventative action as appropriate.

Event description:
Baxter reported that, the spike of the transfer set separated from the spike port during patient use. No pt injury or medical intervention was indicated at the time of the initial report.